Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the replacement procedure, the pulse generator exhibited high impedance measurements and intermittent output. The device was no longer used and replaced. No patient symptoms were reported.